Manufacturer narrative:
Section h10: (h1) pending evaluation. After further review of additional information received the following section(s): b4, d4, g4, h1, and h4 have been updated accordingly. Section(s): no information has been provided: a2, a4, a5, b6, b7, and e3.

Manufacturer narrative:
The seating difficulty reported was likely the result of not properly aligning the posterior undercuts of the insert with the mating geometry of the tibial tray, which prohibited the components from initially fully seating. However, this cannot be confirmed as the devices were not available for evaluation since they were not returned to exactech and the psc insert was able to be successfully seated in a later attempt.

Manufacturer narrative:
Pending evaluation.

Event description:
During a revision the patient¿s medial collateral ligament tore in the process of implanting this poly then needed to switch to a constrained poly.